Manufacturer narrative:
The associated journey ii bcs femoral oxinium, journey ii bcs articular insert, journey tibial baseplate and genesis ii oval resurfacing patella were not returned for evaluation. Therefore the product analysis could not be performed. However, device details were provided. Thus, the review of manufacturing records was conducted which did not reveal any deviation from the standard manufacturing processes. The review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. A clinical evaluation noted that based on a review of clinical documentation provided the cultures of the knee and lungs were found to be negative. It was also reported the patient received prophylactic antibiotics as well as anticoagulant therapy. The root cause of the pulmonary embolus could have been a risk of the procedure itself (tka). The limited range of motion was due to lack of rehab and physical therapy because of the reported pe and therefore both were not directly related to failure of the devices themselves. The patient impact beyond the reported pain and need for extended hospital stay is inconclusive. It was reported that the mua resolved the immobility issues and the pe was resolved with medication. No further clinical assessment is warranted at this time. Without the return of the actual products involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the devices or additional information be received, the complaint will be reopened.

Event description:
It was reported that the patient presented with limited range of motion after right total knee arthroplasty for which manipulation under anesthesia was performed.